Event description:
A surgeon reported that the probe's cutting was poor during surgery. The product was replaced to resolve the issue. There was no harm to the pt.

Manufacturer narrative:
A sample was returned for evaluation. The sample was visually inspected using 25x magnification and found to be conforming. Aspiration testing was performed and found to be conforming. Actuation and cut testing were performed and found to be nonconforming. The probe was disassembled and the components inspected. There is 30 wear visual standards. There is heavy gouging on the inner cutter cutting edge. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the MFR's acceptance criteria. The root cause for the actuation and cut failure is dur to the heavy gouging on the inner cutter. How or when the inner cutter became damaged cannot be determined. It appears that the probe was functioning properly for 30-45 minutes before the cutting edge became damaged. (B)(4).